Event description:
Staff did a test of the hill-rom nurse call system to check code blue response. They pressed the button and the code blue light lit up on the nurse call station, but it was not relayed to the office for the operators to call it overheard.